Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of greater than 2000 ohms. The health care professional (hcp) would follow up with the provider. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).